Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced and the system calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would shut down on its own. No pt injury was reported.